Manufacturer narrative:
UDI # (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. In addition, other patient risk factors such as the patient¿s younger age at implant may have contributed to this event. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), ¿the carpentier-edwards perimount magna ease pericardial bioprosthesis model 3300tfx is indicated for patients who require replacement of their native or prosthetic aortic valve.¿ the subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm 3300tfx aortic pericardial valve, implanted in the pulmonic position, underwent a balloon valvuloplasty after an implant duration of four (4) years, 10 months due to pulmonary stenosis with increased gradients to 50-55mmhg. In the cath lab, the peak gradient was about 30mmhg. The mean gradient was suspected to be slightly lower, but was not measured. It was decided by the physicians to perform balloon valvuloplasty using a 22mm vida balloon, inflated to 14 atm. After two separate inflations, there was no significant change in hemodynamics. The procedure was concluded without complications. The physicians could not specify why the valve had an increased gradient. The patient recovered in stable condition and was discharged home on the same day after five (5) hours laying flat.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b3, b4, b5, e1, g3, h6 (health effect - impact code, health effect - clinical code, investigation findings).

Event description:
Additional information: it was learned that the patient underwent a valve-in-valve procedure after an implant duration of seven (7) years, one (1) month due to critical pulmonary stenosis and moderate-severe pulmonary regurgitation. The tpvr was performed with a 26mm 9600tfx transcatheter valve successfully. The surgical valve sewing ring was fractured with a balloon inflated to 18 atm. There were no complications.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.